Event description:
On (B)(6) - the facility director reported that three similar events happened to three patients, who had one of their legs scraped by a ih6074a/ih60 recliner. Allegedly, a leg had fallen between the cushion and the side panel where a sharp steal rivet was sticking out of the release lever. No medical attention was sought, because the injuries were a small skin tear above knee. No information regarding which leg, and if all three patients had the scrapes on the same portion of the leg. Should we receive additional information on these events, supplemental MDR reports will be submitted.